Event description:
A customer reported to baxter corporate product surveillance a small volume intermate in which the housing was cracked. According to the report, the alleged defect was observed when the intermate was taken out of the package. The facility reported that the shipping carton looked damaged. The alleged defect was observed before use. Therefore, there were no reports of patient involvement, patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of the evaluation or if additional information is received a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evalaution summary: the actual sample was recevied for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was confirmed during visual inspection; the root cause could not be determined.